Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day due to failed sensor, the wire was missing. Patient reported difficulty with the insertion of the sensor. Patient believes she can see sensor wire protruding from insertion site. At the time of her call into technical support, patient expressed concern, but reports that she is not in any discomfort.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.